Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test.". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headache") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2018, supracervical hysterectomy (uterus only) and hysterectomy (partial in (B)(6) 2014)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, female sexual dysfunction, migraine and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, female sexual dysfunction, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: most , if not all symptoms were decreased soon after (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : previously reported event of ¿injury¿ was replace with pelvic pain. New events added - apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), migraines/headache, vaginal pain, abdominal pain, patient does not undergo confirmation test. Event onset date were added. Reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.